Event description:
The customer reported the device shut down while in use. No patient harm reported.

Manufacturer narrative:
Patient information declined. The device was serviced by a third party service, no repair information provided. Power management pcba was returned for failure analysis. The d3 shorted and d37 open on the power management pcba prevented the ventilator to power on.

Event description:
The customer reported the device shut down while in use. No patient harm reported.

Manufacturer narrative:
The field service engineer noted there was a mains led on but the device would not power up. The fse replaced the power management pcba to resolve this issue. The d3 shorted and d37 open on the power management pcba prevented the ventilator to power on.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information requested, pending patient information.